Event description:
The customer stated that they have had issues with ise results occasionally over the past four days. On (B)(6) 2012, the customer reported they received questionable results for sixteen patient samples tested for ion selective electrode (ise) sodium, potassium, and chloride. Of the sixteen patient samples, fifteen were found to have erroneous results. All initial results were reported outside of the laboratory. Corrected reports were sent out for all repeat results. Data for any prior events was not provided. Sample one initially resulted as 121 mmol/l accompanied by a data flag for sodium and 122.4 mmol/l accompanied by a data flag for chloride. The sample was repeated on a different cobas analyzer and resulted as 137 mmol/l for sodium and 100.3 mmol/l for chloride. The repeat results were considered to be correct. Sample two from a (B)(6) old male initially resulted as 125 mmol/l for sodium and 117.7 mmol/l for chloride. The sample was repeated on a different cobas analyzer and resulted as 141 mmol/l for sodium and 102.3 mmol/l for chloride. The repeat results were considered to be correct. Sample three from an (B)(6) old female initially resulted as 131 mmol/l for sodium. The sample was repeated on a different cobas analyzer and resulted as 138 mmol/l for sodium. The repeat result was considered to be correct. Sample four from a (B)(6) old male initially resulted as 124 mmol/l for sodium. The sample was repeated on a different cobas analyzer and resulted as 135 mmol/l accompanied by a data flag for sodium. The repeat result was considered to be correct. Sample five from a (B)(6) old male initially resulted as 127 mmol/l for sodium. The sample was repeated on a different cobas analyzer and resulted as 136 mmol/l accompanied by a data flag for sodium. The repeat result was considered to be correct. Sample six from a (B)(6) old male initially resulted as 134 mmol/l for sodium. The sample was repeated on a different cobas analyzer and resulted as 141 mmol/l for sodium. The repeat result was considered to be correct. Sample seven from a (B)(6) old female initially resulted as 89 mmol/l accompanied by a data flag for sodium and 151.5 mmol/l accompanied by a data flag for chloride. The sample was repeated and resulted as 125 mmol/l for sodium and 104.6 mmol/l for chloride. The sample was repeated a second time on a different cobas analyzer and resulted as 132 mmol/l accompanied by a data flag for sodium and 103.9 mmol/l for chloride. The second repeat values of 132 mmol/l for sodium and 103.9 mmol/l for chloride were considered to be correct. Sample eight from a (B)(6) old female initially resulted as 128 mmol/l for sodium. The sample was repeated on a different cobas analyzer and resulted as 141 mmol/l for sodium. The repeat result was considered to be correct. Sample nine from a (B)(6) old female initially resulted as 136 mmol/l for sodium. The sample was repeated on a different cobas analyzer and resulted as 146 mmol/l accompanied by a data flag for sodium. The repeat result was considered to be correct. Sample ten from a (B)(6) old male initially resulted as 127 mmol/l for sodium and 3.98 mmol/l for potassium. The sample was repeated on a different cobas analyzer and resulted as 138 mmol/l for sodium and 4.80 mmol/l for potassium. The repeat results were considered to be correct. Sample eleven from a (B)(6) old female initially resulted as 129 mmol/l for sodium. The sample was repeated on a different cobas analyzer and resulted as 140 mmol/l for sodium. The repeat result was considered to be correct. Sample twelve from an (B)(6) old male initially resulted as 98 mmol/l accompanied by a data flag for sodium and 154.5 mmol/l accompanied by a data flag for chloride. The sample was repeated and resulted as 126 mmol/l for sodium and 112.2 mmol/l for chloride. The sample was repeated a second time on a different cobas analyzer and resulted as 141 mmol/l for sodium and 106.2 mmol/l for chloride. The second repeat values of 141 mmol/l for sodium and 106.2 mmol/l for chloride were considered to be correct. Sample thirteen from an (B)(6) old male initially resulted as 131 mmol/l accompanied by a data flag for sodium. The sample was repeated and resulted as 141 mmol/l for sodium. The repeat result was considered to be correct. Sample fourteen from a (B)(6) old male initially resulted as 128 mmol/l for sodium. The sample was repeated and resulted as 136 mmol/l for sodium. The repeat result was considered to be correct. Sample fifteen from a (B)(6) old female initially resulted as 96 mmol/l accompanied by a data flag for sodium and 165.7 mmol/l accompanied by a data flag for chloride. The sample was repeated and resulted as 137 mmol/l for sodium and 107.7 mmol/l for chloride. The repeat results were considered to be correct. No patients were adversely affected by the event. The sodium electrode lot number was n05 with an expiration date of 12/31/2012. The potassium electrode lot number was w17 with an expiration date of 12/31/2012. The chloride electrode lot number was z91 with an expiration date of 12/31/2012. The customer noticed that the ise sipper nozzle appeared to be broken and the syringe had lots of bubbles in it. The field service representative determined that the sipper nozzle was damaged and he instructed the customer on how to replace it. The customer ran quality control and it was within specifications.